Manufacturer narrative:
Upon investigation, the nylon shaft to pusher body joint failed. Review of the lot history did not produce any findings relevant to this report. We have identified a malfunction that has met the criteria for reportability. Subsequently, we have determined that the attached event is reportable as a "product problem (malfunction)."

Event description:
The physician attempted closure of the arteriotomy site with the starclose device following and unk procedure. The device did not deploy and it is unk how hemostasis was achieved. There was no reported patient injury.